Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that patient experienced pain, bowel problems, dyspareunia, vaginal scarring, and other. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to cystocele midline, uterine prolapse, rectocele, stress incontinence; concurrent procedures- vaginal hysterectomy and anterior colporrhaphy. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele midline; concurrent procedures: anterior mesh and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure to treat a bladder prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced pain, dyspareunia, urinary retention, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, bowel problems, dyspareunia, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).